Event description:
The customer reported that, during preparation for use, error code e116 (otv error) was triggered on the camera control unit and the display shut down. The power button was on and glowing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has not yet been received by olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. The device was returned to service where it was found that there was a large quantity of dust in the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, it is likely that the reported event occurred due to dust accumulation inside the unit, causing the fan to malfunction. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. This issue is covered in the instructions for use: according to technical guide, e116 may occur when fan stops due to foreign matter such as dust. Olympus will continue to monitor the field performance of this device.